Event description:
Multiple IV pumps that are plugged in claiming that there is a battery service needed. Some are shutting off and not charging. Biomed tickets placed and sent for checks. It stopped infusing during an active infusion. Battery alarms present on the pump. Manufacturer response for infusion pump, plum 360 (per site reporter), they are investigating. Other pumps were sent in, they are looking at the logs and doing physical inspection including battery.